Manufacturer narrative:
The case involve the repair of a achilles tendon with orthadapt augmentation. Based on the provided information, it is likely that the patient's reported symptoms were caused by the re-rupture of the repair; however, the specific cause of the re-rupture could not be identified. Neither the product nor the product lot number was provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Patient developed an inflammatory reaction approximately three months post-achilles tendon repair with orthadapt augmentation; the bioimplant was subsequently explanted. An intra-operative examination revealed the repair had re-ruptured.